Event description:
The pharmacist reported the following event: during surgery, while tightening the screw, the tip of the screwdriver broke. Another screwdriver was available to finish the surgery. No adverse consequences for the pt and no delay are reported.

Manufacturer narrative:
It is not known at this time if the device is available for investigation. If the device or additional info becomes available it will be reported on a supplemental report.